Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized for peritonitis. It was not reported if the patient was treated for peritonitis. At the time of this report, the patient was still hospitalized and recovering from peritonitis. The action taken with pd therapy was not reported. The reporter declined additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.